Manufacturer narrative:
At the completion of the clinical assessment an specific endoleak could not be identified. The clinical evaluation was able to determine off label use due to patient anatomy was a potential contributing factor to the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and an infrarenal aortic extension. The physician identified an unknown endoleak and on (B)(6) 2014 the physician elected to implant a suprarenal aortic extension, an infrarenal aortic extension and a non-endologix bare metal stent. Patient status following the event is unknown.

Manufacturer narrative:
Upon further review of the clinical evaluation for this event, the most likely cause of the loss of seal was anatomy-related due to the moderate angulation, in combination with a cautionary product use condition of thrombus within the aortic neck prior to the implant. It was likely that the use of long term anticoagulation therapy contributed to this event. No user, procedure-related issues, or off label product use conditions could be detected due to a lack of specific medical information surrounding the event. Associated clinical harms included: indeterminate endoleak; and, a secondary endovascular procedure. The patient survived the repair procedure. (B)(4).